Event description:
Procedure type: gyn. Pt gender: female. According to the reporter: the little metallic component from the locking system came off of the device. The locking system malfunctioning afterwards. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported.